Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event likely occurred due to damage to the ultrasonic connector which may have occurred due to the user's mishandling. The event can be detected/prevented by following the instructions for use which state: 1) "o not hit or bend the electrical contacts of the scope connector. Doing so may make it impossible to connect to the light source device or cause a connection failure." 2) "if you feel that the suction power from the endoscope is insufficient, consider another suction method that does not use the endoscope. In that case, check the "electronic package insert" and "instruction manual" of the aspirator and use the appropriate aspirator. A good endoscopic image may not be obtained." 3) "do not touch the electrical contacts inside the ultrasonic connector. Ultrasound images may not be displayed normally." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and a residual liquid or foreign material came out of the channel tube and the nozzle had foreign objects. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, the connecting tube and the protector of the universal cord on the suction connector side had a scratch, and the ultrasound image was not displayed due to damage on the ultrasonic connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The device was returned to olympus, and upon evaluation a foreign matter came out of the forceps and nozzle. There was no procedural or patient involvement associated with this event.